Event description:
It was reported that a volume discrepancy was observed during a pump refill. The expected residual volume (erv) was 11.3ml while the actual residual volume (arv) was 18.4ml. Per pump logs, a motor stall occurred on (B)(6) 2012 with motor stall recovery. The pump was replaced on (B)(6) 2012. There were no patient symptoms. Patient status at the time of the report was no injury or adverse event. The device system was used to deliver infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found it passed all non-destructive lab testing. No anomaly was found.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.